Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that during a hospital visit, the health care professional (hcp) called technical services (ts) for consult on this implantable cardioverter defibrillator (ICD) presenting electrogram (egm) due to concerns of inappropriate shock therapy delivery. Ts reviewed the egm and noted that noise on the right ventricular (rv) lead appeared to have been oversensed leading to the device to inappropriately deliver a shock therapy. It was noted that the rv lead was a non-boston scientific product. Ts recommended the local field representative be paged by the hcp. Subsequently, additional information was received that reported that surgical intervention was performed, where the ICD device was explanted due to normal battery depletion (nbd) and the non-boston scientific rv lead was capped and surgically abandoned. A new device and lead were successfully implanted as replacements. No additional adverse patient effects were reported.

Event description:
It was reported that during a hospital visit, the health care professional (hcp) called technical services (ts) for consult on this implantable cardioverter defibrillator (ICD) presenting electrogram (egm) due to concerns of inappropriate shock therapy delivery. Ts reviewed the egm and noted that noise on the right ventricular (rv) lead appeared to have been oversensed leading to the device to inappropriately deliver a shock therapy. It was noted that the rv lead was a non-boston scientific product. Ts recommended the local field representative be paged by the hcp. Subsequently, additional information was received that reported that surgical intervention was performed, where the ICD device was explanted due to normal battery depletion (nbd) and the non-boston scientific rv lead was capped and surgically abandoned. A new device and lead were successfully implanted as replacements. No additional adverse patient effects were reported.